Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow-up MDR will be submitted.

Event description:
The following is based off a review of the patient's medical records and the patient's legal fact sheet provided to davol by the patient's attorney: on (B)(6) 2007 - the patient underwent a multi-part procedure with implantation of a bard/davol flat mesh and a monarc hammock sling for the treatment of pelvic organ prolapse, severe cystocele, rectocele, and stress urinary incontinence. Of note, during the procedure the flat mesh was noted to be placed in an area where the vaginal mucosa was noted to be very thin and during dissection the surgeon's finger could be seen through the mucosa which indicated very little supportive tissue with a torn endopelvic fascia in the anterior portion of the anterior wall of the top of the vagina with at least a third of it on the anterior wall with no supporting tissue at all. The bard/davol mesh was placed in this area for support. On (B)(6) 2007 - office visit: a physical exam revealed a portion of the graft or mesh ( unspecified) noted about 1cm in the midline about 1-1.5cm from the midline. On (B)(6) 2012 - office visit: patient complained of spotting and discomfort in the pelvis. On exam, graft could bee seen anteriorly. With speculum you could see "the upper edge, just a few fibers of the graft coming through." The physician trimmed the lower edge of the graft that was exposed. On (B)(6) 2012 - office visit: the patient continues to have pain with graft erosion.